Event description:
The consumer reported receiving burns to her back and hip from using the heating pad. She stated she was leaning against the pad on the back of a chair, this type of operation is contrary to proper use instruction.